Event description:
It was reported that the patient presented to the emergency department after hearing an alert. The right ventricular (rv) lead triggered an alert for elevated short interval counts (sic) and non-sustained tachycardia described as noise. Reprogramming was performed with changes to detection and sensitivity. Subsequently, there were many episodes where there was intermittent over-sensed and not sensed noise on the pace/sense baseline. The lead remains in use with continued follow-up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, sensing integrity counts up to 572; non-sustained episodes with evidence of lead noise oversensing. (B)(4).

Event description:
It was further reported that the right ventricular (rv) lead was explanted and replaced as the lead continued to have increased short interval counts (sic) and non-sustained tachycardias and another lead integrity alert was triggered. Additionally it was reported that the implantable cardioverter defibrillator (ICD) device was suspected to have a sensing/detection problem due to a possible header malfunction as the physician was unable to confirm why there was sic counter and noise showing on the rv lead. Therefore, the physician elected to explant and replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. However, it was noted that the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress and visual summary analysis of the lead indicated apparent explant damage. Analysis of the device memory indicated there was a right ventricular lead integrity alert.the rv lead integrity warning occurred on 09-jan-2015 for sensing integrity counter greater than thirty in three days and two or more high rate nst (non-sustained tachycardia) episodes.there were sensing integrity counts of 572; vt-ns episodes with evidence of intervals less than 220 ms due to lead noise oversensing.